Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No data was provided for evaluation. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).the returned product was associated with a non-reportable complaint that was scrapped in accordance with internal procedures. Upon further review it was determined that there was an additional reportable allegation which needed to be captured which is done in this submission. Since the device has already been dispositioned it is unavailable for further investigation in association with this complaint.

Event description:
Product was received but could not be investigated for this allegation. Confirmation of the complaint was undetermined. No additional event or patient information is available.